Event description:
It was reported that patient (B)(6) underwent a revision surgery due to deep infection. Removal of aequalis ascend flex humeral components (stem, tray and insert) and aequalis reversed glenoid components (baseplate and glenosphere). Prior surgeries on study shoulder: rotator cuff repair, acromioplasty, distal clavicle resection.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.